Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced significant discomfort and chest pain after the right ventricular (rv) lead migrated and perforated the pericardium. The lead was not capturing. The lead was explanted. No further patient complications have been reported as a result of this event.